Event description:
On (B)(6) 2012, a male patient was implanted with a thin-walled feb ringed gore-tex stretch vascular graft with removable rings in a fem-pop below knee bypass procedure. On (B)(6) 2012, one week after the bypass surgery, the patient presented with an occluded distal portion of the graft. A thrombectomy procedure was performed using a fogarty catheter.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.